Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed foreign reddish material, presumably blood inside the pebax. Additionally, a separation between pebax and electrode section was found. No other damage or anomalies were found on the device. A force test was performed, and the device was recognized and visualized correctly. However, error 106 was displayed on screen due to an open circuit at the tip area. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device 31464869l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The separation between the pebax and the electrode was unrelated to the reported event by the customer. The root cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Internal corrective actions are being performed to address process opportunities related to adhesive issues and force sensor sleeve insolation to prevent fluids from getting into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section. Initially, it was reported that there was a contact sensor error. Additional information was received, and it was reported that the ¿force sector had a failure¿. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. Biosense webster, inc. Pal received the device and per the evaluation completion, a foreign reddish material, presumably blood inside the pebax was found. Additionally, a separation between pebax and electrode section was found. This was assessed as MDR reportable with an awareness date of 19-jun-2025.